Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, b.7, h.6

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "total tear". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "total tear". This record is for the right side. The device has been explanted and replaced. The device will be returned.

Manufacturer narrative:
Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "total tear". This record is for the right side. The device has been explanted and replaced. The device will be returned.